Event description:
It was reported that the core universal driver ran in safety mode during testing at the MFR. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, damage was discovered to the trigger shaft with magnet.